Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a report received from the safety surveillance team for a synthes mandibular distractor, MDR report key number (B)(4), dated 10/28/2013, stating: "a patient came into the clinic due to his mandibular distractor not moving. The physician took the patient into surgery under fluoroscopy and got the distractor to move. A few days later, the patient returned to the clinic again due to his distractor not moving. The patient was taken to surgery. Hardware was found to be broken off at the plate insertion. All hardware was removed and new hardware was placed. This mandibular distractor that was removed was saved and is currently at our facility. The company representative was in the operating room when the mandibular distractor was removed". No additional information is available at this time. This report is 1 of 1 for (B)(4).